Event description:
A report was received that a pts precision system was explanted due to an infection at the pocket site. The symptoms were redness and swelling at the pocket site. Th pt was treated with oral antibiotics. The infection was not related to the device, and the pt is reportedly doing well following explant surgery.